Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video assisted thoracoscopic surgery blebectomy, the distal section of the staple line appeared not have stapled close, as there was a large opening in the lung tissue. The surgeon stated that staples were visibly seen being deployed, and no noticeable malformed staples were observed. However, when the stapler was removed, the surgeon noticed the large hole in the lung tissue. A new reload was used but was unable to transect the tissue because it was too thick. The surgeon attempted to use a manual handle, however, it crunched and broke, because of the thick tissue. Another manual handle was used and again it crunched and broke. The surgeon then converted the case to a lobectomy and completed the case with no further incident.